Event description:
It was reported that the patient with this right ventricular (rv) lead stated that this lead exhibited an anomaly and required replacement. Technical services (ts) explained the warranty requirements, and reimbursement process. To date, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead stated that this lead exhibited an anomaly and required replacement. Technical services (ts) explained the warranty requirements, and reimbursement process. To date, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that this ra lead was suspected to exhibit a conductor or connection anomaly, as a review of the lead impedance trends demonstrated periods exceeding 3000 ohms. Impedance values above 3000 ohms typically suggest a conductor anomaly rather than lead dislodgement, as dislodgement is not considered a malfunction and would not produce this impedance pattern.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d1: brand name; d4: model number; d4: lot number; d4: catalog number; d4: expiration date; d4: serial number; and d4: unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead stated that this lead exhibited an anomaly and required replacement. Technical services (ts) explained the warranty requirements, and reimbursement process. To date, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d1: brand name; d4: model number; d4: lot number; d4: catalog number; d4: expiration date; d4: serial number; and d4: unique identifier (UDI) #.